Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 14 mm from the distal end. The broken piece ot the probe tip was not returned. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. There were no scratches or contact marks at the non-insulated area of the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4) the probe broke when added load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *in the procedure, the probe of the subject device fell inside the patient after 2 hours use. The fragment was retrieved. There was no patient injury reported.